Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 12,951 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus (species unknown), and the patient¿s antibiotics were continued. The patient underwent a second peritoneal effluent cell count on (B)(6) 2023, and the patient wbcs had decreased to 27 u/l. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same cycler.